Manufacturer narrative:
The device was not returned for analysis. A review of the production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Unused sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the device from the vessel. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove include, but not limited to, tissue or suture caught in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction e1, e3 - initial reporter updated from (B)(6) (physician).

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure using proglide devices. Reportedly, when attempting to pre-place the first proglide device, the foot plate would not deploy; step 1 could not be completed. A second proglide suture was successfully placed however, when the third proglide device was deployed, the needles cut the successfully placed suture. A fourth proglide suture was successfully pre-placed but, again, the deployment of the fifth proglide device cut the successfully placed suture. A sixth proglide device was attempted; however, a cuff miss [suture retrieval issue] occurred. A seventh proglide device was deployed; however, super locked up and wouldn't release [the device got stuck in the vessel]. The device able to be removed without intervention. An eighth proglide device was unsuccessful as an unspecified failure occurred. The sutures of the ninth and tenth proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.